Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic. It was noted that the patient had received inappropriate defibrillation therapy due to oversensing observed on the right ventricular lead; no other electrical anomalies were noted on the lead. It was also noted that the right atrial lead was pulled back but not dislodged. The right ventricular lead was capped and replaced, and it was noted that the right atrial lead was advanced and secured. The patient¿s condition before, during and post procedure was stable.